Event description:
It was reported that during the implant procedure, the set screw was unable to be tightened. The set screw was stripped and was pulled from the device on end of screwdriver. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported event of rv-setscrew pulled out of the device stuck to the end of the torque wrench was confirmed. Analysis revealed the user of the torque wrench was making incorrect wrench insertions and forced the wrench tip down into the setscrew inset with the corners of the wrench tip going down and being wedged into the inset walls. This stuck the wrench in the setscrew inset. The caused of the issue was related to the incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.